Event description:
This is report 3 of 4 of the same event. It was reported that during prior to surgery, it was observed that the attachment device was overheating when in use with the motor device. There were no delays to the scheduled surgical procedure as a spare device was available for use. There was no patient involvement, medical intervention or prolonged hospitalization associated with this event. The reporter stated that one motor device and two attachment devices were also associated with the same event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation. (B)(4) evaluated the device. A functional assessment revealed that the device overheated. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.